Event description:
It was reported that during a hip revision procedure at the user facility a lubricant leaked out of the device and into the patient. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention.

Event description:
It was reported that during a hip revision procedure at the user facility a lubricant leaked out of the device and into the patient. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention.